Event description:
It was reported that the patient presented for an unrelated procedure. The right atrial lead was capped and replaced on (B)(6) 2017 due to chronic noise and low impedance. The patient was stable throughout.